Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Per medwatch report: IV tube broke while disconnecting patient from primary IV tubing fo alaris pumps, leaving end piece stuck inside microclave. The customer reported as they were disconnecting the IV tubing from the patient's clave to prepare for ambulation the distal part of the tubing snapped off, leaving a piece embedded in the microclave.

Manufacturer narrative:
(B)(4)